Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device had minor scratched display window.

Event description:
It was reported that the customer received an off no power alert less than twenty four hours after receiving a low battery alert. The battery was not previously used. The customer stated the battery cap was not loose, cracked, or damaged. The issue continued despite the customer purchasing new batteries. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was 179 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.